Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported that during a cruciate ligament reconstruction surgery a biorci ha 7x25mm screw was broken inside the patient. All fragments were removed using tweezers. The procedure was successfully completed without significant delay using a back-up device in the same bone hole. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: one 7207674 sterile biorci ha 7x25mm screw used for treatment, was returned for evaluation. The implant was broken. The distal tip was the focus of force a few distal threads were twisted off. There were scrapes on the head and scuff marks inside the hex. The returned portions indicate stress was a factor. The physical condition indicates a difficult insertion attempt with torque placed upon the implant. Adherence to the instructions for use prep and use is essential for optimum success of the product. Per instructions for use: the starter must be utilized with the biorci screws to minimize screw breakage during insertion. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. No root cause associated with the manufacture of this device was confirmed. Product met specifications upon release to distribution. No further investigation is warranted at this time.